Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication activity was consistent across multiple configured storage locations. A technical support specialist dialed into the med es aio server, reviewed inventory for the affected station and medication, and identified the medication loaded across three storage locations. Event reports confirmed transactions for all associated medids. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es benadryl vials pocket was not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.